Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. The reporter stated that the pump had lost power without user intervention. It was reported that inserting a new battery resolved the issue, but the user was unable to confirm if there were audible sounds when the display screen went blank. This complaint is being reported because the reported issue was not resolved at the time of the call and troubleshooting could not be completed to determine the cause. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/25/2014 with the following findings: the black box history revealed an unconfirmed replace battery alarm. The battery voltage at the time of the alarm was low. The unconfirmed alarm completely discharged the battery. There was no damage found to the returned battery cap or the battery compartment. The returned battery cap was able to be fully tightened to the pump with none of the yellow o-ring visible. The pump booted to the verify screen with auditory and vibration features. The pump was exercised for 24 hours with the returned battery cap and no power loss was duplicated during this time. There was no evidence of moisture contamination or loose internal components inside the pump when the pump cover was removed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.